Event description:
When contacted by beckman coulter inc. (Bec) via the accutni marketing survey program (msp), a customer reported some occurrences of non-reproducible false positive accutni results. These results were generated on an access 2 immunoassay analyzer and were not reported out of the laboratory. The customer declined to provide specific data to include patients' demographics, sample data report, and event dates. The customer indicated that the laboratory has a proactive procedure implemented to verify unexpected results prior to reporting results out of the laboratory. Repeat analysis criteria details were not provided. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per the customer, the device was performing within quality control specifications upon bec contact with the customer. There were no reports of death, injury, or change to patient treatment made in connection with this event.

Manufacturer narrative:
The laboratory uses lithium heparin gel separator tubes for accutni sample collection. Centrifugation information was not provided. The customer did not provide specific quality control data. A root cause could not be determined for this event.